Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as a 48 mm cup. It was noted that no further information would be provided due to hospital policy. Not available.

Event description:
It was reported that the patient was revised for instability of the right hip. The cup, mdm head, liner and proximal body were removed.